Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-013257, and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6)2020 at 5:59:28 through (B)(6)2020 at 7:58:42. Transient pi events were also observed, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . Multiple attempts for additional information were sent to the customer and no further detail was provided. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had syncopal episode and tachycardia. Additional information was requested but not yet provided.